Event description:
It was reported that the 9800 system had a charger failure error and dark cine images during a case. The 9800 had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.